Event description:
The pt reportedly experienced intermittency and sound quality issues with her external equipment and the implant. External equipment was exchanged and programming adjustments were made. However the problem was not resolved. Testing performed showed that the device is not functional. Surgery to explant the pt's device will be scheduled.